Event description:
Koala ipc 5000 intrauterine pressure catheter inserted by ob/gyn physician at 0810. This was followed by fetal bradycardia beginning approximately 0812. A stat c-section was called at 0820. Mother was placed under general anesthesia and infant was delivered by c-section at 0834. When umbilical cord segment was cut, it was noted that the iupc intrauterine pressure catheter was in the umbilical cord. The infant required extensive resuscitation, intubation, and transfer to another facility for nicu care.